Event description:
It was reported that prior to an ablation procedure to treat atrial fibrillation a polarx catheter was selected for use. An error appeared indicating blood was detected in the catheter while it was being prepped before insertion. The catheter was immediately replaced. The procedure was completed successfully with no patient complications. The faulty catheter balloon was tested with a syringe afterwards and a breach was confirmed. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.